Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the patient is currently at a medical center. The caller has concerns that the pump is ¿overdosing or malfunctioning.¿ the issue started on (B)(6) 2018. The caller had no further details when asked. A local manufacturer¿s representative (rep) was paged to have the pump interrogated per request of the caller. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-oct-16. It was reported that they were unsure if the problem was with the device; the patient was found to have pneumonia and sepsis. The patient was found unresponsive at home, had ¿crr¿ and was life-flighted to the area hospital. About a week prior the catheter was installed, the pump rate was set to minimum. They increased the daily dose to 3 mg/day mso4 (morphine sulfate), the patient had been on 2 mg/day for more than 5 years. About 4 days later, this the patient had this episode. Actions taken to resolve the issue included CPR and narcan (did not have much response), and was admitted to the hospital where the pump rate was turned down to 5 mg/day. It was clarified that the patient was hospitalized at the time of the report. The overdosing/malfunction had been resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.